Event description:
A customer reported that the system turned off on its own during a vitrectomy procedure. After a 40 minute delay, the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found the lamp had 999 lamp hours and low lumen. The lamp was replaced. The company representative found system message (sm) - (loss of motor control). The motor position sensor printed circuit board (pcb), optic sensor cable w7, and attenuator assembly were replaced. The system was then tested and met all product specifications. The service manual notes that "if the lamp has been used more than 800 hours, the system may still operate, but the maximum power may be substantially lower than with a new lamp." It should be noted that the sm found by the company representative can't cause the system to shut down on its own, but it would turn the lamp off which could be interpreted by the customer as the system shutting down. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).